Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical inspection. Visual inspection demonstrated a bent is-1 connector pin, cuttings in the insulation and a deformed fixation helix. Damages such as those require the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - rv sense was decreasing shortly after implant. "During implant the doctor said the connector pin was awry". This is all of the information that was provided to us. Should additional information become available, this event will be updated.